Manufacturer narrative:
(B)(6). The product was returned for inspection. As reported, prior to use on the patient, an unknown guidewire could not be advanced through the jl 4 catheter of the customized corpack. The product was not clinically used in the patient. Another same like product was used to complete the procedure successfully. There was no reported patient injury. Additional information received indicated that the product issue was the inability to thread/load the complaint product onto/over the guidewire used. The issue was noted during the flushing of the catheter. The guidewire used was part of the corpack received and was an emerald guidewire. There was no reported problem/product issue with the guidewire used and the same guidewire was used to complete the procedure. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU). The procedure was diagnostic via the femoral approach. There was no reported difficulty obtaining vascular access. No other product issue was noted upon inspection of the product after removal. A non-sterile unit of a jl4 5.2 catheter of a customized corpack was received for analysis coiled inside a plastic bag. Per visual analysis, no anomalies were observed. Per functional analysis, a lab sample .038¿ emerald guide wire was intended to be passed through the received catheter via tip with no success. An inner lumen obstruction was felt /experienced during insertion at 36.0 cm from tip. The unit¿s obstructed area was inspected under x-ray. A kind of foreign material causing the obstruction could be observed. In order to perform microscopic analysis, the unit was cross-sectioned at the affected (obstructed) area. A non-recognizable foreign matter was obtained from it. Ftir analysis was performed on the non-recognizable foreign matter with the following results: based on the absorption bands observed in the ir spectra um obtained from unknown yellowish particle found on jl 4 catheter from cordis assigned with part number cp0164 and lot 17320606, it is suggested that this material has a biological composition similar to that showed by human tissue. It did however was not possible to determine the origin of the tissue since regardless organ or part of the biological species the resultant ir spectrum is rather similar. Review of lot 17320606 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Both, the reported events by the customer as ¿catheter (body/shaft) - obstructed¿ and ¿catheter (body/shaft) - foreign material - (cardiovascular)¿ were confirmed due to the previously mentioned foreign matter observed which caused the obstruction in the unit. The conducted ftir analysis results suggest that the material causing the obstruction in the catheter inner lumen has a biological composition similar to that showed by human tissue. Nonetheless, the cause of this event could not be conclusively determined during analysis. It was not possible to determine the origin of the tissue observed. According to the products instructions for use, users are cautioned to keep the catheter filled with either flushing solution or contrast medium while the catheter is in the vascular system and consider the use of systemic heparinization as was done in this case. Neither the product analysis nor the device history record review results suggest that the reported events could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken. Please note that this is the initial/final report for this product.

Event description:
As reported, prior to use in the patient, an unknown guidewire could not be advanced through the jl 4 catheter of the customized corpack. The product was not clinically used in the patient. Another same like product was used to complete the procedure successfully. There was no reported patient injury. The product will be returned for inspection. Additional information received indicated that the product issue was the inability to thread/load the complaint product onto/over the guidewire used. The issue was noted during flushing of the catheter. The guidewire used was part of the corpack received and was an emerald guidewire. There was no reported problem/product issue with the guidewire used and the same guidewire was used to complete the procedure. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU). The procedure was diagnostic via the femoral approach. There was no reported difficulty obtaining vascular access. No other product issue was noted upon inspection of the product after removal. Addendum: based on the results of the product investigation (pi), the subject code of catheter/body/shaft-foreign material (cardiovascular) is being added.